Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that after an eviva breast biopsy procedure on (B)(6) 2026, "after radiographing the specimen, the radiologist noticed 2 artifacts on the image and next to the specimen pieces. Looks like two small pieces of metal from the biopsy gun, but unsure exactly from what part. Post images done in standard and mag views to confirm that no other fragments were in the patients breast." No patient/user harm was reported. No further details are currently available.